Manufacturer narrative:
Concomitant medical products: sdr303b ipg, implant (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were unstable and rising thresholds on the right ventricular (rv) lead. It was also reported there was rising rv lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.